Event description:
It was reported that a patient using the ilet bionic pancreas had a low glucose event at school with a cgm reading of 57 mg/dl and a confirmatory fingerstick of 74 mg/dl, after which glucose rose to 210 mg/dl following intake of ice cream and cake; the mother disclosed giving an insulin injection while the pump was in use, and a pending supply change was noted. Symptoms included hypoglycemia with the patient reporting feeling fine. Outcomes included oral carbohydrate treatment with subsequent recovery and no hospitalization. Investigation included review of device-generated reports and user education on syncing reports and therapy use. Investigation of this case revealed no device malfunction reported, with contributing factors including concurrent insulin injection while on pump and potential infusion set or supply change timing as plausible contributors to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.